Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main full-height drawer 6 malfunctioned because a magnet had fallen out from its original position. A field service engineer replaced the latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a malfunction in which the main full-height drawer was not detected as closed. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.